Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving compounded baclofen (3000 mcg/ml) at a dose of "900." The pump's indications for use (ifus) were noted as intractable spasticity and head/brain injury. It was reported that the pump was empty; the empty reservoir alarm sounded on (B)(6) 2015. The rep saw the patient on the morning of (B)(6) 2015 in the emergency room (ER). The pump was alarming and the patient's mother heard the alarm from the pump since the previous week; the patient's mother did not know what the alarm was or if it was from the pump. The patient's previous managing hcp wasn't working with pumps any longer and the patient was referred to another hcp. The patient's mother never reached out to the new hcp to get an appointment. The patient missed a refill because no appointment was made when hcps were switched. The patient was given an oral baclofen script in the ER as he was leaving with his mother. It was confirmed with the hcp who refilled the pump on (B)(6) 2015 that the pump was filled with 40 ml of medication on that day, but 20 ml was programmed. There was no increase in tone when the patient was seen in the ER and there were no signs or symptoms of withdrawal; no symptoms were reported. Additional information has been requested for the patient's pertinent medical history, the compounded baclofen&#38112;lot number, other medication that the patient was taking at the time of the event, programmer information, actions/interventions taken to resolve the programming error, and resolution information. A follow-up report will be filed if additional information is obtained.